Event description:
It was reported that during a laparoscopic cholecystectomy, the device broke. A second device was opened and it also broke. A third device was opened to finish the case. There was no pt consequence.